Event description:
Reporter indicated that patient underwent vns therapy system replacement due to a lead discontinuity. Attempts to gather additional information have been unsuccessful.

Manufacturer narrative:
A device malfunction is suspected but did not cause or contribute to a death serious injury.